Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose of 478 mg/dl and then 480 mg/dl which was treated with 10 units of insulin. Customer reported that new insulin pump was programmed but was not sure if bolus wizard needed to be set up. Customer also reported to have been hospitalized due to high blood glucose caused by gastroparesis. Customer's blood glucose was 351 mg/dl at the time of call. Customer was educated on basal rates and check settings alarm. Customer did not need any further assistance.